Event description:
Customer reported the dpm 6/7 monitor produced inconsistent gas readings, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and performed unit calibration. Unit was tested to factory's specifications.